Event description:
Livanova deutschland received a report that a heater-cooler system 3t displayed an error message associated to stirring mechanism blocked or too slow. The issue occurred when the machine was in service. There was no patient injury.

Manufacturer narrative:
There was no patient involvement. H10: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in miami, florida. A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported issue. In order to solve the issue stirrer motor was replaced and also cold cardioplegia pump due to grinding noise. Subsequent functional verification testing was completed without further issues and the unit was returned to service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
Based on device history review it can be highlighted that device was installed since 2018 and no other similar event occurred. Based on the above facts, it cannot be ruled out that the stirrer motor block was due to an advanced corrosion process inside the ball bearing. The causes leading to the corrosion, which generates irregularities on the surface of the balls, are water infiltration or water formation due to condensation or high temperatures and high levels of humidity in the stationary phase. The risk is in the acceptable region. No specific action was currently deemed necessary. Livanova will keep monitoring the market.

Event description:
See initial report.